Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's charging port is inoperable. The device was in use at the time of the event, with no impact to the patient.